Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, last night, was the first time that the patient ever had to catheterize themselves. The patient stated that the had not had ¿to catheterize herself since she increased stimulation¿ and their ¿bladder felt empty like normal¿). Actions taken prior to the report, the patient had increased the stimulation from 1.2 volts to 1.3 volts which was a point where they felt the stimulation. Also, they had checked in with their healthcare professional (hcp) but wanted to contact the manufacturer to review adjusting the stimulation. Using the programmer, it was determined that the stimulation was on. There were no further complications reported or anticipated.